Event description:
A falsely elevated ctni result of 3.2 ng/ml was obatained on a sample from a patient. This result was reported. A redrawn specimen was retested and a result of 0.02 ng/ml obtained. The falsely elevated result was reported to the physician. Patient treatment was not prescribed or altered as a result of this falsely elevated result. There was no report of adverse health consequences to the patient. Analysis of instrument data indicates a non-customer maintenance issue. The device was serviced by a dade behring representative and the problem resolved.